Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a valve air leak was experienced with the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, after exchanging the farawave pulsed field ablation catheter to being post-mapping a leak was observed. The catheter was removed from the sheath and attempts were made to drawback and flush. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is not expected to return for analysis as it was disposed. It was further reported that there was a slow constant leak of air. The physician was unable to draw back on sheath after re-insertion of farawave catheter without drawing air. There was no air introduced into the patient and there were no patient complications.